Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer did not provide the symptoms regarding high blood glucose. Customer said the insulin pump kept asking him to calibrate but did not enter the calibration process. Assisted customer on how to calibrate. Advised customer to call for assistance needed. The insulin pump was not returned for analysis.